Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that endoscopic image was not displayed, the screen went completely black and displayed an e216 scope communication error during inspection for use of an olympus gastrointestinal videoscope. There was no patient involvement.